Event description:
The initial attorney report alleged pain, permanent disfigurement and mesh explant surgery due to defective mesh. The following is based on the medical records provided by the pt's attorney: ni - pt felt a bulge after coughing and then feeling a pop. On (B)(6) 2002 - pt underwent repair of an incisional hernia with composix kugel mesh. A bowel enterotomy was also repaired. Ni - pt developed a new bulge after having some severe coughing spells. On (B)(6) 2003 - pt underwent repair of recurrent incisional hernia with composix kugel mesh. The previously placed composix kugel mesh was left in place. On (B)(6) 2004 - pt underwent wound exploration with skin and subcutaneous tissue debridement. Several areas of purulent material were identified. Some unincorporated mesh at the base of the wound was excised. On (B)(6) 2004 - pt underwent debridement of infected abdominal wound. It was noted that there was mesh present at the bottom of the draining tract, this was removed. On (B)(6) 2004 - pt underwent lysis of adhesions, a small bowel resection with primary anastomosis, excision of previously placed mesh, and repair with a non-bard mesh. The postoperative diagnosis was enterocutaneous fistula.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Currently, it is unk whether the device may have caused or contributed to the reported event. It appears that the pt's severe coughing initially caused her hernia and then again was the cause of her recurrence. The info provided indicated that the pt was treated for recurrence and fistula formation, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00049 for info related to the composix kugel mesh implanted on (B)(6) 2003.